Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The main body was deployed just distal to the lowest renal artery and final deployment of the ipsilateral leg component had been performed. The physician chose not to balloon the proximal end of the device at this time. A gore dryseal sheath was used to introduce the contralateral leg component via the femoral artery, but the sheath was not long enough to reach the contralateral gate. The device was then advanced outside the sheath to achieve cannulation, however, the end of the device kept getting caught on the edge of the contralateral gate. A fair bit of force was used to advance the device past the gate; cannulation of the gate was successful and the contralateral leg component was deployed. Imaging revealed that the trunk device had been pushed up in the process and both renal arteries were covered. A balloon was advanced to the area of the gate and device bifurcation, and used to successfully manipulate the device down. Both renal arteries were then stented to ensure patency of the artery. Final angiography showed good seal and patent renals.

Manufacturer narrative:
The review of the mfg records for the devices verified that the lots met all pre-release specifications. The gore excluder aaa endoprosthesis, instructions for use (IFU) warns: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: improper component placement.